Event description:
The proudct was purchased in 1/96. The user of the product, had cancer and was bedridden. Allegedly on 11/2, the bedrail broke and the user fell out of bed and broke his hip. Later that day the user died; not as a result of the fall, but due to cancer.